Event description:
It was reported that this pacemaker was explanted due to the battery longevity decreased. A new device was implanted. No additional adverse patient effects were reported. No additional adverse patient effects were reported.